Manufacturer narrative:
The customer returned the suspected contour next (connected) meter and contour next test strips from lot#: 0hpeg01a for evaluation. The returned meter was tested with the returned test strips using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured as the customer's age, gender and weight were not provided. The model # was not provided. The contour next (connected) meter is not marketed in the united states. However, the device is similar to the contour next one meter with the product code nbw and 510 (k) # k160682, which is marketed in the united states.

Event description:
The customer from germany reported that within 5 minutes they obtained blood glucose readings of 350 mg/dl and 40 mg/dl with their contour next (connected) meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.